Event description:
A male patient underwent aaa repair in 2005. A zenith main body and two zenith iliac legs were placed without reported incident. In 2009, the patient underwent a secondary procedure where the physician placed a zenith zt iliac leg and two main body extensions. The additional device placement was due to migration of the left common iliac leg. The leg had migrated up into the aorta because of aneurismal disease in the left common iliac. The original 24 french leg was placed outside of the provided "instructions for use" in an iliac that measured 22-24 mm in diameter. The additionally placed devices successfully sealed the distal type ib endoleak and preserved the left hypogastric. The patient is doing well.

Manufacturer narrative:
Still under investigation at this time.